Event description:
It was reported that loss of capture occurred during implant. The lead was explanted and replaced. The patient¿s condition is fine after the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
UDI (di): (B)(4).